Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week after the implant procedure, the patient experienced a small pericardial effusion. The right ventricular (rv) lead was repositioned from the apex to the septum. The lead remains in use. No further patient complications have been reported as a result of this event.